Event description:
The customer reported that there was an erroneously depressed sodium (na) result obtained on a patient sample on a dimension exl 200 integrated chemistry system. The initial result of 115 was not reported to the physician(s). The same sample was repeated on the original system and the result of 110 obtained was reported to the physician(s) who questioned the result. The sample was repeated on an alternate system. The repeat result obtained on alternate system matched the patient's history, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to erroneously depressed sodium result.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously depressed sodium (na) result obtained on a patient sample on a dimension exl 200 integrated chemistry system. Quality control results were within acceptable lab range prior to the erroneous result. The customer replaced standard a (std a) twice, primed consumables 10 times and checked pump rate. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit the cse, inspected the system and replaced x, x1, x0, x2 and x3 tubing, adjusted pump rate, performed integrated multisensor technology (imt) calibration successfully, replaced sensor, ran dilution check and ran qc 4 times, which recovered within acceptable range. Siemens further evaluated the event and determined that the flow issue through imt potentially contributed to the erroneously depressed na result, the instrument is performing according to specifications. No further evaluation of this device is required.